Event description:
It was reported that during a percutaneous transluminal intervention, the balloon catheter stuck to the guide wire. The 100% stenosed lesion was located in the severly tortuous left superficial femoral artery. The 2mm x 20mm x 142cm sterling es otw balloon was inflated three times to unknown atms. The physician attempted to remove the stering balloon catheter but it got stuck on the guide wire and was unable to be removed. As a result, the balloon catheter and guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es over the wire (otw) balloon catheter with no original packaging. The guide wire used in the procedure was not returned for analysis. There was a blood like substance in the guide wire lumen. There was no damage to the device. The inner diameter (ID) of the tip and wire exit notch were measured and met specifications. A new .014" guide wire was advanced through the wire lumen and removed with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).